Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check patient line alarm that appeared on the home choice (hc) display during initial drain, the nurse reported that there was air in the tubing. The technical service representative (tsr) assisted the nurse with ending the therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the nurse regarding the reported issue, it was stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm was not confirmed. The root cause was undetermined.